Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2014 and 39565-65 stim lead, 97712 stim ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, high thresholds and high pace/sense impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.